Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that a test circulation pump was needed in decon in order to fill. Circulation pump was serviced per pm. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was not filling, there was no vacuum, since the device had 4905 hours and recommending to send it in for the 2000 hour pm service. Per sample evaluation results on (B)(6) 2023, it was reported that the1/2 l shape formed tube was expanded. Motor on circulation pump had bad bearings shaft will not turn and the device went through the preventive maintenance program.